Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Two - patient alerts for out of tolerance subthreshold lead impedance on (B)(6) 2009 and (B)(6) 2011. Weekly hv lead impedance trend data show varying and a high impedance for min and max defib active can on impedance and max and min svc defib impedance=46 to 254 ohms peak, between (B)(6) 2010.

Event description:
It was reported that that right ventricular lead exhibited high defibrillator coil impedances since shortly after implant as seen on a lead trend. A pocket revision was completed and a setscrew was found to be loose which resolved the issue. The device and lead remain in use. No patient complications were reported as a result of this event.